Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'incorrect cap color' with the incident lot was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of 'incorrect cap color' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the shield/cap stopper is different color/shade or faded. The following information was provided by the initial reporter. The customer stated: a "sample was taken from a tube with a purple cap. After sampling, it was discovered from the label that it was a dry tube."